Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): dtba1d1 ICD, implanted: (B)(6) 2015; a 5076-45 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Reprogramming was done, and the issue was resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.